Event description:
Same case as MDR 6000089-2005-00723. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 75% stenosed region of the mid lad. The physician predilated the lesion prior to successfully placing two drug eluting stents into the target lesion. The first stent placed was a taxus express2 8.8% 2.5x24 mm (lot 7118242) drug eluting stent. The second stent was a taxus express2 8.8% 2.5x16 mm (lot 7131671) drug eluting stent. The two drug eluting stents overlapped by 10 mm and were post dilated after deployment. The patient was discharged from the hospital 1 day post index procedure receiving asa, and plavix. The site reported that the patient underwent a target vessel reintervention of the mid lad 55 days post index procedure. The physician treated the target lesion by successfully placing one taxus express2 drug eluting stent into the target vessel. The patient was discharged from the hospital 1 day post tvr.